Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump alarmed with power error. Customer reports insulin pump reported power error 25 twice. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly.